Event description:
Spontaneous call patient had batteries inside the new pump, but apparently, the batteries were old and the pump died. Serial number is (B)(4), rate is 0.054 ml/hr. Patient does have a working back-up pump. No other information known. Did the reported product fault occur while in use with a patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we replace device? Yes. Reported to (B)(6) by: patient/caregiver.